Event description:
The facility reported and infusion pump with "battery will not hold a charge." Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient injury or medical intervention. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed depleted batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which is in the implementation stage.